Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation codes: method - (other) - cartridge lot number search results -(other): a claim search by cartridge lot number was performed; no similar complaint was found within the same work order. Conclusions - (user error caused event): the product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4). Device was discarded by the facility.

Event description:
The reporter stated the surgeon inserted a aq5010v three piece silicone lens. The loop haptic bent during insertion into the patient. The surgeon tried to straighten the loop haptic but was unsuccessful. The lens was cut into pieces to remove from the eye. A backup lens, same model and diopter size was implanted with no issues. There was no patient injury. The lens was not placed in the cartridge correctly. Cause of this incident was loading error.